Event description:
The patient reported being hospitalized for nine days in (B) (6)2010 for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.